Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that they suspected air gradually leaked from cuff of the device during a thyroidectomy procedure. There was no abnormality observed at the time of preparing for intubation. The procedure was completed with replacement of the tube. There was no delay in the procedure and no product damaged. The tube had a contact with the patient. There was no patient impact.

Manufacturer narrative:
Analysis found that there was no damage or anomalies in the construction of the device that would have resulted in the reported event. A syringe was used to inflate the cuff with 15cc of air and there were no signs of a leak; the device was submerged in water to detect any leak with the presents of air bubbles, no leak was detected; pressure was applied to the entire cuff for 1 minute, there was no signs of a leak. If information is provided in the future, a supplemental report will be issued.